Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was getting stuck after three pumps, resulting in inflation issues. The patient was evaluated by a second physician, who noted the issue could be caused by a loss of fluid from the connectors. Medical imaging tests were performed and a complete fluid loss from the reservoir was identified; therefore, a revision surgery was suggested. No additional information was reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly because, after three pumps, the pump was getting stuck and remaining empty, resulting in inflation issues. The patient was evaluated by a second physician, who noted the issue could be caused by a loss of fluid from the connectors, from cylinders and pump. Troubleshooting was performed with no success; therefore, medical imaging tests were performed and a complete fluid loss from the reservoir was identified. Several months later, a revision surgery was performed, during which cylinders and pump were removed and replaced. No additional information was reported.

Manufacturer narrative:
Additional information updated: b1: adverse event/product problem, b2: outcomes attrib to adv event, b3: date of event, b5: describe event/problem, d6b: explant date, h6: impact codes, device codes. Corrected a1: patient identifier. Corrected e1: initial reporter first and last name.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was getting stuck after three pumps, resulting in inflation issues. The patient was evaluated by a second physician, who noted the issue could be caused by a loss of fluid from the connectors. Medical imaging tests were performed and a complete fluid loss from the reservoir was identified; therefore, a revision surgery was suggested. No additional information was reported.